Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) on the presenting electrogram (egm) along with a high out of range pace impedance measurement. Technical services (ts) noted the right ventricular (rv) lead shows capture, so the patient has pacing support. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).